Manufacturer narrative:
Section h6 update: codes for investigation findings and conclusions updated to reflect the resolution of the complaint investigation. Section h10 update : upon investigation of the actual device used in this incident it was determined that the active directory was responding to es request with invalid credentials. The hospital information technology team had not provided active directory logs for further investigation, so the complaint file was closed. A technical support specialist informed that the pyxis system will authenticate using local cache in future version, even the domain controller in active directory could not respond. The system functioned as intended.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that all authentication attempts were getting an "invalid credentials" error. Investigation pending, a production incident was created to further investigate the cause of the reported malfunction.

Event description:
It was reported by the customer that a pyxis medstation es system displayed an "unable to authenticate" message, delaying user access to medication for 12 minutes during a code blue event. The required medications were successfully removed from crash carts located in the unit and outside of the unit. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis medstation es system displayed an "unable to authenticate" message, delaying user access to medication for 12 minutes during a code blue event. The required medications were successfully removed from crash carts located in the unit and outside of the unit. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, d1, e3, g1, h6, h11. Serial number is not reported in complaint. Per (B)(4) complaint investigation, if serial number not available, then complaint history review is not required. Serial number is not reported in complaint. Per (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the domain reported an invalid credential. A technical support specialist mentioned that the device had a feature if active directory did not respond within a certain amount of time, it defaulted to cached credentials. The system functioned as intended after troubleshooted by the technical support specialist.